Event description:
It was reported that pump declared cartridge alarm 5 and customer could not resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer had not reused or refilled cartridge, had not removed insulin, and had completed required steps to remove air, then was instructed to load new cartridge but was still unable to continue insulin, so case was escalated and pump replacement was approved due to ongoing issues and prior discussions with support.